Event description:
A technician reported that a patient who is one month postoperative bilateral lasik surgery, is experiencing mild light sensitivity, and mild hazy vision. Topical steroids were increased to treat the event. In a follow up, the technician reported that the event had resolved and the medications were discontinued. No further information is expected. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).